Manufacturer narrative:
Product event summary: it was reported that the shower bag strap and carabiner of shower bag were broken. The unit was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the shower bag was not provided. The reported event could not be confirmed because the device was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged straps or hooks can be attributed to wear and/or due to the handling of the pack. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the strap and carabiner of the shower bag were broken. The shower bag was replaced. No patient complications have been reported as a result of this event.